Event description:
It was reported that the customer went to the emergency room on (B)(6)2025 with an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged after four hours on (B)(6)2025 with no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.